Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor need to be replaced to address the issue. In addition to the above evaluation, blower assembly, bellow blower, in-line filter, muffler assembly and-line filter prox. Are contaminated. Air inlet foam filter needs to be changed due to preventive maintenance, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: during the evaluation of the device at the third-party service center, an code was found in the ventilator's downloaded error log indicating the machine flow sensor drift above the specification. The manufacture's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.